Event description:
Customer reported noticing cracks and scratches on the screen of the insulin pump. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, display window, battery tube threads and with minor scratched liquid crystal display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.